Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. The reported issue was not confirmed upon flow testing of the sample. Bd did observe that the catheter had some bending which could have affected the flow of the system during customer use but did not affect the flow at the time of testing. The bending could have been caused by improper use or inappropriate shipping of the device, but those causes are not confirmed. Quality records have been consulted for tracking and trending purposes and this was the 1st occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd nexiva¿ diffusics¿ closed IV catheter systems kinked/bent during use, affecting the flow of the contrast. The following information was provided by the initial reporter, translated from (B)(6) to english: "catheter is placed in the patient in good working condition at the time of installation, at the time of the passage of ultravist contrast through the vascular access by means of a contrast injector machine, having a flow of 5 ml / sec compatible with input, this generates too much pressure when time of the exam, which causes the contrast to stop without being able to generate a good quality of the exam. This situation has already occurred 4 times, with catheter installations in the fold and forearm, always with stretched flexion zones." Via bd investigation: "bd did observe that the catheter had some bending which could have affected the flow of the system during customer use but did not affect the flow at the time of testing."